Manufacturer narrative:
Investigation: visual inspection: during the investigation, deposits on the valves were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that both valves operate not within the permissible tolerance in the respective relevant positions an accelerated outflow of both could be determined. Adjustment test: the progav was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection : after dismantling of the valves, deposits were found in both. Results : based on our investigation results, we can determine an accelerated outflow and adjustment difficulties. The determined deposits can be named as the cause for the functional deviations. Organic matter in the cerebrospinal fluid can influence the function temporarily and are known inherent side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that a progav shuntsystem (#fv414t) was implanted. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.